Manufacturer narrative:
DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having gum disease. Attempts to contact patient as patient speaks limited english. Spanish speaker called and left two messages with no response.